Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported the epump screw spike has a leak in the spike during use. The reporter states that the sample is not available for evaluation. There are no companion samples to be returned. There was patient involvement, but no patient injury, medical intervention or adverse reaction is associated with this event.